Event description:
Complainant alleged that the autopulse resuscitation system displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) message, that was unable to be cleared. No adverse patient sequelae was reported. No further information was provided.

Manufacturer narrative:
The autopulse platform (B)(4) was returned to manufacturer for analysis. Visual inspection of the returned platform revealed a damaged top cover by the carrying handle, cracked patient restraint bracket, and damaged battery partition cover. The physical damages found during visual inspection are not related to the reported event of fault ua45 (not at "home" position after power-on/restart). The damages appear to have been caused by normal wear and tear (autopulse manufactured in 9/2005). Review of the archive data shows no sessions occurring (B)(6) 2014. However, numerous (ua) 45 (not at "home" position after power-on/restart) messages were observed to have occurred on (B)(6) 2014, rather than on the reported event date of (B)(6) 2014. No other issues found in the archive. Functional testing was performed and the reported complaint of fault (ua) 45 (not at "home" position after power-on/restart) was confirmed. Upon power up of the platform, fault (ua) 45 was observed. It was found that the shaft was not at the "home" position. The shaft was rotated back to the "home" position and the fault was cleared. No other problems were found during initial testing. In assessing for battery management issues, no issues were observed. Based on the initial investigation, the parts identified for replacement are the top cover, patient restraint bracket, and battery partition cover. In summary, the reported complaint of fault (ua) 45 was confirmed based on the archive review and functional testing. The fault was found to be due to the shaft not being at the "home" position. The physical damages found during visual inspection are not related to the reported complaint.

Event description:
Additional information was received from the customer, indicating that this incident was observed during a shift check. Customer also reported that 25 attempts to resolve the issue were made, however these were unsuccessful.